Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report(s): 0001822565 - 2018 - 05416, 0001822565 - 2018 - 05417, 0001822565 - 2018 - 05418, 0001822565 - 2018 - 05419.

Event description:
It was reported during inspection and note that the instrument was worn. Subsequently, the device was also fractured. There was no patient involvement.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 05416 - 1, 0001822565 - 2018 - 05418 - 1, 0001822565 - 2018 - 05419 - 1.

Event description:
No further event information available at the time of this report.